Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: the analysis results found that the device was returned with no damage in the external components. The provided device was activated manually. 10 straps were delivered properly. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. It was reported "the staple line failed to apply to the patient". Indicate if this statement means that straps failed to deploy or did the starps deploy and not adhere to the tissue or mesh? Did the 2nd device open complete the procedure? Surgical procedure. Reason for the surgical procedure. What action did the doctor take to correct the problem with the device? Patient demographics (initials beginning with surname, age, gender) was there any damage / consequence in the patient due to the problem with the device? Was there a surgical delay due to the problem with the device? Was there any damage / consequence in the patient due to the surgical delay? What is the current state of the patient?

Event description:
It was reported that during general surgery on (B)(6) 2019 when absorbable straps were used on the patient, staple line failed to apply to the patient and another device was used to complete the procedure. Additional information has been requested.